Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""femoral component incarceration at the distal slot"" written by brian t. Palumbo, md, paul k. Edwards, md, naga udaya kiran thatimatla, md, and thomas l. Bernasek, md published by the journal of arthroplasty vol. 26 no. 8 2011 was reviewed. The article purpose was to reports on 2 cases with depuy products of 'incarceration' of femoral components. Each case is captured individually in linked complaints." This complaint captures case 2 of a (B)(6) woman with periprosthetic infection 5 years after srom revision tha. A 2 stage revision commenced and intraoperatively the stem was not able to be extracted successfully with multiple attempts. A c-arm fluoroscopy was utilized and revealed an osseous bar that formed through the coronal slot of the stem. An oscillating saw was used to perform a lateral femoral cortical window over the distal stem. The anterior tine and osseous bar were excised and thens tem was then extracted. Osteotomy was repaired with cerclage cables and resection arthroplasty was completed. Seven months later she underwent a successful tha with non depuy femoral component.